Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was breast cancer. The caller stated that the customer had shortness of breath and fluids in the lungs; the cancer had spread to the lungs. The customer was not wearing the insulin pump at the time of death; it had been disconnected since (B)(6) 2015 because the hospital staff did not know how to program and maintain the device. The customer had reverted back to injections via syringe. The caller did not know the customer's blood glucose at the time of death. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.